Event description:
It was reported per field service report: on pt, symptom - pump reads 35cc with a 40cc connector plugged in. Findings/action taken: able to reproduce symptom. Replaced front end printed circuit board. Functional check okay.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.